Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: a review of the pump¿s black box showed cs 078 motor rewind call service alarms. During testing, the pump rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours with no call service alarms occurring. The pump was opened and there was moisture/corrosion observed at a motor connector and various locations throughout the interior. Unrelated to the original complaint, investigation revealed multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.